Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colectomy they closed the device down, waited fifteen seconds and fired. The device would not open. The retaining pin was jammed and would not release. They manually pried open the device and discovered the staples were malformed. The surgeon resected more colon tissue and used a similar device to complete the case. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5dv9t. Device evaluation summary: the analysis results showed that the cs40g device was received with the pushrod bent and with a cartridge reload present. The reload was received void of staples, with the washer uncut and with the knife recessed below the reload deck. The knife was manually advanced, and it was noted to be damage. In addition, the returned cartridge was noted to have a staple stuck in the washer. No functional test could be performed due the condition of the device. The damaged pushrod was a result of cartridge was not properly aligned inside the anvil head of the stapler device during the closing of the stapler device with automatic retaining pin advancement and the stapler device was still able to latch closed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.